Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop a chronic cough and an upper respiratory infection. There is no report of the medical intervention that the patient has received at this time. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop a chronic cough and an upper respiratory infection. There is no report of the medical intervention that the patient has received at this time. In the initial report section b5 was not updated, the correct b5 should be - the patient has alleged sore throat, upper respiratory infection, chronic cough, visit physician regularly. There was no report of serious or permanent patient harm or injury. In the initial report, section h10 was marked incorrectly. The device was returned to the manufacturer's product investigation laboratory for investigation along with a humidifier. An internal visual inspection was completed by the manufacturer. The manufacturer found evidence of dust contaminant on the blower and blower seal, inside the blower, and also on the dry box seal and bottom enclosure of the humidifier, liquid ingress to the blower, black particles on the bottom enclosure of the device, an unknown contaminant on the flip lid seal, inside the heated tubing, and on the bottom of the humidifier. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found 32 instances of e-200 on the error log. The manufacturer concludes the contaminates found were consistent with dust contaminant on the blower and blower seal, inside the blower, and also on the dry box seal and bottom enclosure of the humidifier, liquid ingress to the blower, black particles on the bottom enclosure of the device and an unknown contaminant on the flip lid seal, inside the heated tubing, and on the bottom of the humidifier inconsistent with the sound abatement foam.. The manufacturer confirmed there was no evidence of sound abatement foam degradation.